Manufacturer narrative:
Batch review performed on 10 may 2023: lot 1900383: 50 items manufactured and released on 03-june-2019. Expiration date: 2024-05-12. No anomalies found related to the problem. To date, 12 items of the same lot have been sold without any similar reported event in the period of review.

Event description:
The patient had a primary knee surgery on (B)(6) 2022. On (B)(6) 2022, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon removed all components and implanted an antibiotic spacer. The surgery was completed successfully. On (B)(6) 2022, the patient came in and had the spacer removed and was implanted with permanent hardware. The surgery was completed successfully. On (B)(6)2023, the patient came in reporting pain due to the inability to come to full extension due to the development of excess scar tissue. The surgeon performed an I&d (incision& drainage) and swapped the poly. The surgery was completed successfully. Presently, on (B)(6) 2023, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.